Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump passed 7.2 unit bolus test and occlusion test. Device was received with insulin pump error alarm and memory lost after battery change due to leakyc1 on mother board. The insulin pump had cracked overlay.

Event description:
Customer reported via phone call to have sensor issues. Customer's blood glucose was unknown. Customer returned the insulin pump for analysis.